Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The patient was admitted to the hospital as the device was unable to convert the ventricular tachycardia and ventricular fibrillation experienced by the patient. External defibrillation was administered to terminate the arrhythmia. The physician and abbott technical support suspected rv lead damage to be the cause of the event; however, no visible lead damage was observed. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.